Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient's representative (pt rep). It was reported that the implantable neurostimulator (ins) only went up to 50% when charging and then showed 'finished' though caller noted that, as reported, the patient's (pt) ins is moving in the pocket and that is requiring the caller to hold the charger over the ins while charging the ins. Agent reviewed that if the caller begins another session, they should be able to advance past 50%. The caller noted the pt met with managing doctor on tuesday because the pt was having back pain from a fall the pt had. The caller notes they also spoke with the doctor about the ins 'not working' and when agent asked further it was determined the ins was dead and thats what 'not working' meant. The caller also noted that while in the office the healthcare provider (hcp) could not get the ins to charge and the hcp said they weren't 'too worried about it' and the focus was on the MRI. Agent reviewed the ins/controller do not need to be 100% charged to have an MRI and agent provided agent's name for the MRI facility if they want to call directly to patient services (pss) to discuss the labeling. Agent reviewed ins can be on or off when charging the ins.

Event description:
Hcp reports pt said that the ins battery flips around in their body, hcp inquiring how this may affect MRI eligibility. Patient stated when they go to see their provider they just "reset it" and "don't do anything about it." The hcp called back and noted that the programmer is displaying no device found message even though pt claims they charged the ins to 100% yesterday. Hcp then described physician mode recharge screens. Technical services (tss) reviewed ins battery is likely depleted if they are seeing physician mode recharge screens, reviewed general info about the pmr process and to follow-up with managing provider if issue persists. The patient called back. Hcp states they saw the battery icons on the programmer when they were troubleshooting,the programmer battery was green and the ins battery was red. Hcp noted that, while trying to recharge the ins, they had to have the controller directly on top of the belt over the recharger to establish connection and couldn't establish connection if the programmer was in the pt's lap. Tss noted this could be related to the issue mentioned of the ins flipping. Caller mentioned the implant wouldn't charge properly and had not worked half way right. Patient saw the hcp today and patient was ordered an MRI. The requirement was that the controller and implant needed to be at 100%. During the call caller reset the controller. Caller plugged the recharger but was stuck at looking for device. Caller could not insert the back cover into the controller. Caller unplugged the recharger and cleaned the controller and recharger pins. Caller plugged the recharger and got replace controller batteries. Caller was able to put the back cover back into the controller. Caller got 72/72/72 then 72/73/78 on passive recharge. Caller got 72/85/90 on passive recharge then was able to charge at excellent. Controller was at 80% and implant had a triangle. Caller reviewed that the implant flipping could affect the implant charging. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.